Manufacturer narrative:
Citation: petronio et al. Associations between valve type and outcomes in women undergoing transcatheter aortic valve replacement: results from the win-tavi registry. Journal of the american college of cardiology. March 2018, volume 71, issue 11 supplement. Doi: 10.1016/s0735-1097(18)31960-0. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding comparative outcomes of women receiving balloon-expandable (bev) or self-expanding valves (sev) in contemporary transcatheter aortic valve replacement (tavr). All data were collected from an all-female registry from multiple centers. The study population included 869 patients (all female; mean age not provided), 461 of which were implanted with a medtronic corevalve or evolut r bioprosthetic valve (serial numbers not provided). Among all patients, death events were not directly identified but may have occurred as defined by the valve academic research consortium (varc) 2 criteria. Based on the available information, none of these potential deaths were attributed to medtronic product. Among all patients, adverse events included: post tavr aortic insufficiency grade 2 or 3, bleeding, major vascular complications, and new pacemaker implantation. Other adverse events were not directly identified but may have occurred as defined by the varc 2 criteria such as stroke, myocardial infarction (mi), or worsening congestive heart failure. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.